Event description:
It was reported by the user site that prior to a selenia dimensions 3d patient exam on (B)(6), 2026, a popping noise was heard from the device. The user site reported that the device paddle hit the device face shield and the knobs would not stop spinning. The user site reported that an electrical and burning smell came from the device and that the device displayed multiple error codes. No user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device. The fse reported that the customer did not indicate if there was any fire or smoke, but a burning smell from the device. The fse found a burnt component on the cdi compression board that was defective and caused the burnt smell. The fse replaced the cdi compression board, which resolved the issue, performed device calibrations and testing, and verified that the system is now operating according to manufacturer specifications. No further information is currently available.